Event description:
Customer reported imprecision with the immage alpha-1-antitrypsin (aat) reagent when using the immage 800 immunochemistry system. The imprecision was identified with the quality control samples with lower concentrations of aat. While there were no reports of erroneous patient test results, a similar difference in test results could occur with patient samples. There were no reports of death or serious injury associated with this event. It is unknown if there was any affect to patient treatment associated with this event.

Manufacturer narrative:
Evaluation- method/conclusions: device from the same lot was evaluated. The evaluation confirmed the imprecision issue at lower concentrations of aat.

Manufacturer narrative:
This issue is under investigation.